Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot: 31751778l and no internal actions related to the complaint were found during the review. It was confirmed that patient was treated for persistent afib (psaf). The safety and efficacy of the varipulse¿ catheter when used with a trupulse¿ generator has been determined in the admire and inspire trials in the treatment of subjects with symptomatic paroxysmal atrial fibrillation (paf). The safety and efficacy of their use in the treatment of other arrhythmias have not been established. It was confirmed that a total of 36 pf ablations were performed for the procedure. An increased number of ablations (energy applications) delivered during the procedure may be linked to the higher-than-anticipated incidence of peri-procedural stroke or tia. In 90% of the cases of stroke or tia reported to bwi world-wide, patients received a number of ablations greater than the median number of ablations delivered in the inspire study (16 ablations) and 60% received a number of ablations greater than the median number of ablations delivered in the admire study (23 ablation). Moreover, patients received more than 28 ablations in 50% of the cases of stroke or tia. It was confirmed that ablation was performed outside pulmonary veins (13 pf ablations on pwi and svc isolation). The use of the varipulse¿ ablation catheter for ablations beyond pulmonary vein isolation may be linked to the higher-than-anticipated incidence of peri-procedural stroke or tia . In 70% of the cases of stroke or tia reported to bwi world-wide, patients received ablations outside the pulmonary veins. The safety and effective use of this device outside of the pulmonary veins for the treatment of atrial fibrillation has not been clinically established and may increase the risk of patient injury. It was confirmed that there was overlapping but not direct stacking (2 ablation at the same position) for the procedure. ¿stacking¿ may be linked to the higher-than-anticipated incidence of peri-procedural stroke or tia observed in the us external evaluation. At least 35% of the patients who suffered from peri-procedural stroke received stacked ablations. Importantly, the mechanism for an incidence of stroke is multi-factorial. The risk of neurovascular events may increase if a high number of ablations, stacking of ablations and/or ablation outside of the pulmonary veins are delivered. The ifus are instructions that provide detailed guidance on how safely and effectively use a medical device. It is the physician¿s responsibility to review the patient¿s medical history and make the best-informed decision based on all available information. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a persistent afib (psaf) pulsed field ablation and the patient experienced a stroke. A minor stroke occurred after a varipulse case. The stroke was confirmed by CT (computed tomography) scan. The patient was symptomatic. The patient required extended hospitalization for a few days due to motor unit weakness, and it was resolved by itself as the time went by. It was noted that prior to the case, the patient did not complete dosage of anti-coagulant (apixaban) medicine as physician guided. The case was persistent atrial fibrillation where pvi (pulmonary vein isolation), pwi (posterior wall isolation) and svc (superior vena cava) isolation were performed. The act (activated clotting time) at the start of the case was 248. Prior to starting ablation, the act was 432 due to heparinization of total 12,500 units. All sheath and varipulse were irrigated as recommended (heparinized 1:1 30 ml/min during the ablation), 4ml/min ablation irrigation flow rate, inter application delay 10 seconds ¿ manually adjust to 30ml/min during ablation. There were 36 total ablations performed: 34 in the left atrium and 2 in the right atrium, 21 were within the pulmonary veins, and 13 were outside of the pulmonary veins. There was no evidence of char or thrombus/clot. Overlapping ablations occurred but not direct stacking (2 ablation at the same position). The catheter was exchanged twice, pentaray exchanged to varipulse, then to pentaray. The correct catheter settings were selected on the generator. There were no issues with flow rate change at the start of ablation. A pre-ablation thrombus check was performed. The patient did not have any anatomical abnormalities. The physician mentioned that the stroke did not involve biosense webster inc. (Bwi) product. There was one transseptal puncture site. Patient has no history of stroke.